Event description:
On (B)(4) 2012 the beckman coulter site in (B)(4) reported receiving a cracked or damaged container of iron ferrous reagent. There was no injury or exposure to the warehouse operator who inspected the product. It was decided that an MDR should be filed for this event because contact with the reagent may cause burns, and upon recur, a serious injury may occur.

Manufacturer narrative:
(B)(4).